Manufacturer narrative:
Date sent to the FDA: 04/14/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Corrected h-6 device codes: 1262. Additional h-3 summary: one used needle-suture of product code was received for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. In addition, the suture was frayed and body fluids were found. Due to the condition of the sample the functional test can¿t be performed. Due to condition of the opened sample, the assignable cause of performance fraying suture intra-op suggests an improper handling as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional information was requested, and the following was obtained: how many sutures were frayed during this procedure? 4. How many sutures were broken during this procedure? 2. Did the sutures themselves fray? No. When did the suture come undone? (Before use in the patient, during use in the patient or after the operation) during the procedure when mounting the suture in the needle holder. When did the suture break? (Before patient use, during patient use, or after the operation) as it passes through the tissue during the procedure. Events were submitted via 2210968-2020-01579, 2210968-2020-03010, 2210968-2020-03013, 2210968-2020-03015, 2210968-2020-03016 and 2210968-2020-03017.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The surgeon states that the suture was frayed and the sutures are bursting at the time of the procedure. No additional information was provided. No adverse patient consequences were reported.